Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 3 mg/dl. The customer was treated for the low blood glucose with a glucagon shot. The customer was not hospitalized. The customer was assisted with performing a displacement test and their insulin pump passed. The customer did not return the product back for analysis.